Event description:
It was reported that approx 1 month postoperative the pt presented with pain, thick membrane, synechiae between iris and capsule, and fibrin reaction. The pt was treated with steroids and yag laser. The pt was reported as "fine," with visual acuity improvement from 0.4 to 0.9.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.